Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the hose clamp for the manifold was leaking/replaced. Additional malfunctions include the zip ties for the pe valve and for the manifold were leaking/replaced.